Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient had a right total hip on (B)(6) 2015. Presented to hospital ER with a dislocation and had a closed reduction. Patient followed up with office visit and surgeon felt x-ray looked eccentrically aligned and decided to revise. Found mdm x3 insert disassociated from femoral head. Revised cup and used a 36mm v40 lfit head with an x3 10 degree insert.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The adm liner disassociation from the metal head as per event description and there is no allegation of failure against the shell. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a right total hip on (B)(6) 2015. Presented to hospital ER with a dislocation and had a closed reduction. Patient followed up with office visit and surgeon felt x-ray looked eccentrically aligned and decided to revise. Found mdm x3 insert disassociated from femoral head. Revised cup and used a 36mm v40 lfit head with an x3 10 degree insert.